Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely negative architect stat troponin-I result of 0.028 ng/ml on a patient who repeated positive architect stat troponin-I of 0.063 ng/ml. The account uses a normal reference range of 0.00 to 0.028 ng/ml. No impact to patient management was reported.